Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevan to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
This trellis procedure was performed in (B)(6). The procedure was thrombectomy of right sfa and popliteal thrombosis of a stent. This was an arterial case of thrombosis within a stent that was placed 1 week ago. The device was used with no problems to treat the first treatment segment of the left distal sfa and popliteal. After this treatment the balloons were deflated and moved proximal to the next treatment segment. At this time the distal balloon inflated with no issues, but the proximal one no longer inflated. At no time did we see the balloon pop or get caught on the stent. After examination out of the body it seems the balloon was leaking. No surgical / medical intervention required.